Manufacturer narrative:
The reported complaint of user advisory - ua07 (discrepancy between load 1 and load 2 too large) on the autopulse platform (serial # (B)(6)) was confirmed during functional testing and during archive data review. The investigation findings revealed that the root cause of the reported issue was due to a defective load cell module 1. The cracked cover and defective load cell were likely attributed to mishandling such as a drop. During visual inspection, a cracked front enclosure, a broken load plate cover and a bent battery latch lock were observed on the returned autopulse platform unrelated, to the reported complaint. These types of physical damages was likely attributed to mishandling. The damaged enclosure, load plate cover and battery lock were replaced. Also, stiff manual rotation of driveshaft was identified in which is likely due to a sticky clutch as a result of normal wear and tear. The autopulse platform was manufactured in january 2015 and is more than 5 years old, past the expected service life of 5 years. Deburring was performed to remedy the sticky clutch. During archive data review, multiple ua07 error messages were observed on the event date. Thus, confirming the reported complaint. The initial functional testing of the returned autopulse platform failed due to ua07 (discrepancy between load 1 and load 2 too large) displayed upon powering on. Thus, confirming the reported complaint. To remedy ua07, the defective load cell module 1 identified during service evaluation was replaced. After service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. Load cell characteristics checked passed. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During patient use, customer reported the autopulse platform (serial #(B)(4)) displayed a user advisory - "(ua) 07" (discrepancy between load 1 and load 2 too large) error message. The crew was unable to clear the advisory and manual CPR was performed. No known impact or consequence to patient information was provided.